Manufacturer narrative:
Investigation findings will be filed in a follow-up reported once available. (B)(4).

Event description:
Customer states not releasing pressure after you remove foot off pedal. (B)(4).